Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record for this lot revealed no nonconforming material records. The reported patient effect of occlusion is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other additional supera devices referenced in b5 and d11 are being filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a non-tortuous, non-calcified superficial femoral artery. Three supera stents (5.0x80mm, 5.0x60mm, and 5.5x120mm) and a non-abbott stent were successfully placed in the lesion. Blood flow was limited as only a trickle was noted through the stents. A blockage was suspected but unable to identify or confirm as thrombus. Bypass surgery was done as treatment. There was no adverse patient sequela reported. No additional information was provided.